Event description:
The tip of an arthrex shaver system broke while in the patient's joint. The instrument and the broken tip were removed from the patient's joint and the field. Both pieces were examined by the surgeon and the vendor. It was agreed that no piece of the instrument was left behind